Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion as well as a posterolateral fusion at l5-s1 using a peek cage and rhbmp-2/acs. Bmp2 was placed in the interbody cage and within the disc space. Sometime postop, the patient reportedly continued to experience severe back and radicular pain. The patient underwent an additional surgery in (B)(6) 2014 to remove excess bony overgrowth. Patient¿s pain continued after the revision surgery and a CT scan dated (B)(6) 2014 showed bony overgrowth surrounding the nerve root at the site of the fusion. The patient has never recovered from his surgery and continues to have daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.